Manufacturer narrative:
The device was sent to philips bench where the issue of the speaker not functioning was discovered while performing the device start up test. Based on the information available and the testing conducted, the cause of the reported problem was a failed speaker. The speaker was replaced. The device was operational after repairs were completed and returned to the customer.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no patient involvement.